Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for lot number 0094469. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 7pcs retention samples were checked on np, IV point and np gap, no failure found. Bd used cannulas was evaluated for biological compatibility and met requirement to be safe for the intended use during design phase. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that pen needle 31gx5mm 14 pack was unable to deliver insulin. The following information was provided by the initial reporter: the patient came to hospital on (B)(6) to report that the newly bought insulin needle could not be injected after being injected for two times. We found that insulin injection was still available. After careful observation, the needle of the insulin injection pen was bent, so the needle was replaced and it could be used.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that pen needle 31gx5mm 14 pack was unable to deliver insulin. The following information was provided by the initial reporter: the patient came to hospital on (B)(6) to report that the newly bought insulin needle could not be injected after being injected for two times. We found that insulin injection was still available. After careful observation, the needle of the insulin injection pen was bent, so the needle was replaced and it could be used.